Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft4 IV and elecsys tsh v2 on a cobas e 801 analytical unit. The sample initially resulted in the following values: ft4 = < 0.500 pmol/l with a data flag. Tsh = 0.0180 uiu/ml. The sample was repeated on 05-dec-2025, resulting in the following values: ft4 = 13.4 pmol/l. Tsh = 3.79 uiu/ml.

Manufacturer narrative:
The ft4 reagent lot number was 868732 and the tsh reagent lot number was 881268. The reagent expiration dates were requested, but not provided. When the sample was processed on a clinical chemistry analyzer, a sample short alarm was issued. The sample tube was inspected and a sample tip from the e 801 analyzer was found stuck inside the sample tube. The field service engineer adjusted the sample probe tip buffer position and sample probe. The investigation is ongoing.